Event description:
Bayer case number: (B)(4) widespread pain [pelvic pain female], severe somatic symptom disorde [somatic symptom disorder] , residual effects of bilateral salpingectomy assessed as anatomical-functional impairment [post procedural complication] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("widespread pain") in a 53-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On an unknown date, the patient had essure inserted. On unknown dates she experienced pelvic pain (seriousness criterion intervention required), somatic symptom disorder ("severe somatic symptom disorde") and post procedural complication ("residual effects of bilateral salpingectomy assessed as anatomical-functional impairment"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed. At the time of the report, the outcomes for these events were unknown. The reporter considered pelvic pain, post procedural complication and somatic symptom disorder to be related to essure administration. The reporter commented: on the basis of the medical documentation provided, and applying the criteria of the national unified table, the following permanent sequelae have been identified. Severe somatic symptom disorder with widespread pain, falling within an impairment class between 21% and 25%, assessed at 23%. Residual effects of bilateral salpingectomy performed at the age of 53, assessed as anatomical-functional impairment. At 5% (table range 5¿25%). The permanent impairment so determined has been found, on the balance of medical probability, to be causally attributable to the implantation of the essure contraceptive device. The most recent follow-up information incorporated above includes data received on: 16-feb-2026: case upgraded to serious incident. Event injury is replaced with pelvic pain female. New events somatic symptom disorder, post procedural complication were added. Additional reporter added. Reporter causality comment updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.